Event description:
Same case as: 2134265-2008-04951. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient presented with chest pain and st elevated myocardial infarction. The 100% stenosed lesion being treated was located in the distal right coronary artery (rca). Angiography revealed thrombus in the distal rca. An aspiration catheter was used to remove the thrombus. A non-bsc filterwire was placed and a 3.50x28mm taxus express2 drug eluting stent, placed in the mid portion, and a 3.50x8mm taxus express2 drug eluting stent, placed more proximally, were deployed in the rca. Both stents were inflated to 14atm. The stents were overlapping. The stents were post dilated with a 4.0x15mm quantum maverick balloon, inflated to 14-16 atm. Excellent results and timi flow 3 were achieved. Medications given: aspirin, morphine, nitroglycerin, heparin, reopro, plavix, and verapamil. One year and 4 months post the initial stent placement, the patient presented with chest and back pain. Angiography revealed and acute occlusion in the area of his previously placed stents located in the rca. The clot was removed with an aspiration catheter. Additional plaque was identified using ivus and a 3.50x12mm taxus stent was placed over the previously placed stent. A 3.5x16mm taxus stent was also placed overlapping the 3.50x12mm stent, due to some irregularity. Both of the stents were post dilated to 4.0mm. There was normal flow and the patient's st segment elevation diminished. The patient had discontinued plavix last year. Medications given: aspirin, morphine, nitroglycerin, heparin, and integrelin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.